Manufacturer narrative:
Five catheters were received for eval. Examination of the returned catheter revealed that the catheters were out of position during the packaging process which resulted in the catheters being flattened in the welding and cut off and sealed in other packages. The catheter that had the tip "half cut off" arrived without packaging and the tip was detached. Coloplast confirms the complaint as reported. Samples were forwarded to the production supervisor for supervisors of all shifts to coach personnel on the issue. A team has been formed to review this complaint mode for catheters. To date, no other complaints have been recorded for this lot number.

Event description:
According to the information received, an end-user reported that several catheters in the last box of 610's that were defective. One catheter had a tip that was not formed--it was flattened and upon insertion, it was uncomfortable and caused a little bleeding. The pt's mother said no serious damage was done, he was not taken to doctor and bleeding stopped shortly after. One catheter had a tip that was not completely attached--half was cut off. The pt noticed the defective product before using it. Three catheters appeared to have been placed in the packaging wrong and were flattened by the welding. Best estimate of "date of event" is (B) (6) 2009.